Event description:
Patient presented to the physician with a portion of the stimulation lead eroded through the skin at the neck incision site after removal of a cyst formation at the site. Physician brought the patient into the operating room, re-tunneled the stimulation lead, tucked the lead deeper, and closed the site.